Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of metallic coil extending from the right cornu into the uterine body') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst of ovary, hernia, c-section, asthma, menometrorrhagia, endometriosis of uterus, hormone suppression therapy, ovarian cystadenoma, corpus luteum cyst and pelvic adhesions. Previously administered products included for an unreported indication: mirena. Concurrent conditions included abdominal pain, hematoma, constipation and pelvic mass. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/lower right (pelvic)"), mood swings ("mood swings"), depressed mood ("I felt off"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 21 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage and depressed mood outcome was unknown and the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered depressed mood, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dyspareunia, worsening bleeding. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs and mr received. Reporter information were added. Case become incident. Medical history, historical drug and concomitant drug were added. Event injury to herself were updated as pain/lower right (pelvic). Event : mood swings, I felt off, abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), piece of metallic coil extending from the right cornu into the uterine body were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of metallic coil extending from the right cornu into the uterine body') and genital haemorrhage ('abnormal bleeding (general)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cyst of ovary, hernia, c-section, asthma, menometrorrhagia, endometriosis of uterus, hormone suppression therapy, ovarian serous cystadenofibroma, corpus luteum cyst and pelvic adhesions. Previously administered products included for an unreported indication: mirena. Concurrent conditions included abdominal pain, hematoma, constipation and pelvic mass. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/lower right (pelvic)"), mood swings ("mood swings"), depressed mood ("I felt off"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 21 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage and depressed mood outcome was unknown and the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, female sexual dysfunction, nausea, dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered depressed mood, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dyspareunia, worsening bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of product technical compliant. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.